Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous right coronary artery that was 90% stenosed. Pre-dilatation was done with a 2x12mm unspecified semi compliant balloon. A 3.5x48mm xience xpedition was deployed at 16 atmospheres and a dissection occurred at the proximal edge of the stent. A xience xpedition stent was used to cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.